Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient representative reported capsular contracture baker grade IV, visible and palpable rippling, pain, numbness "other complaints" since the implant surgery and anxiety due to the recall. This record relates to the left side. Device remains implanted.